Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). Stryker evaluated the device and was unable to verify an issue with the power button. The root cause was not established. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device buttons, including power, are failing on the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.